Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse changed the aliquot probe and pump solenoid. The cse also checked the loci module and did not find any malfunction. The cause of the discordant, falsely elevated ctni result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (ctni) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument, resulting lower. Both the original and new samples were repeated on the same instrument, also resulting lower. The original sample was also tested on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ctni result.